Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: e vproplus-29us, serial/lot #: (B)(4), ubd: 18-dec-2022, UDI#: (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve implant was deep at +10 millimeter (mm) below the native annulus. Trace paravalvular leak (pvl) was reported with 8 mmhg gradient measurement. Fourteen days later, the patient was readmitted in heart failure. A transthoracic echocardiogram (tte) revealed moderate pvl and the valve appeared to have slid deeper into the left ventricle. Seven days later, the patient was brought into surgery with a plan to snare the valve up to an appropriate depth. Upon snaring the valve, the valve dislodged out into the ascending aorta. A second transcatheter bioprosthetic valve was prepped and implanted at a depth of approximately 6 mm. The patient's pressures dropped and cardiopulmonary resuscitation (CPR) was initiated. The two valves were surgically removed and a non-medtronic valve was successfully implanted. No additional adverse patient effects were reported.